Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. Please see sections d10, g4, g7, h2, h3, h6, h10. The customer's complaint of the sheath being broken was confirmed during visual inspection. However, the OEM (original equipment manufacturer) has determined that the break was user caused and not due to any material or manufacturing processing condition. Also, a five year complaint review verified that this is the first reported failure against this specific part number. Inspection records were reviewed and all tfx post coating and molding inspection criteria were passed.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The customer reported the access sheath which has broken in half during use. It was a long case with a lot of movement on the sheath itself.